Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected replace battery now alarm noted during testing. However, unit alarm pump error 63 (variable 3) and had high sleep current measurement due to poor solder joints at u1 ambient light sensor on keypad assembly. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm, power loss alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a replace battery now alarm. Multiple occurrences of the same alarm were present in the history. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.